Manufacturer narrative:
Name and address: (B)(6). Occupation = non-healthcare professional - unknown. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the user opened the package they discovered that the basket wire of a ngage nitinol stone extractor was broken. This occurred prior to use. The procedure was completed by using anther new device. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection. Of the device were conducted during the investigation. The device was returned for investigation in an open package that was for the incorrect product. Upon ,investigation it was noted there was one small kinked area on the basket sheath. There was a broken wire on the basket. The broken ends of the basket wire and basket sheaths were melted in appearance. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for this event could not be determined. The broken ends of the basket wire and basket sheaths were melted in appearance, indicating the device was exposed to a laser of other electrified instrument that overheated the basket formation. The provided information from the user stated the issue was discovered when the device was removed from the package, before use. It could not be determined how the device could have been exposed to an electrified instrument before use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary as reported, when the user opened the package they discovered that the basket wire of a ngage nitinol stone extractor was broken. This occurred prior to use. The procedure was completed by using anther new device. No adverse effects were reported due to the occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. A photo of the device provided by the user shows one of the basket wires was broken. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "important: excessive force could damage device.¿ based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.